Event description:
It was reported that the patient presented in the emergency room after receiving an inappropriate shock. It is believed that the atrial fibrillation was conducting to the ventricle in a conduction pattern type that was causing the patient to received therapy. The implantable cardioverter defibrillator was reprogrammed successfully. The patient was stable.